Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent and vomiting. The cause of the event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with fortum (1g; route, frequency and duration not reported) and injection vancomycin (1g; route, frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering while the antibiotic therapy continues. No additional information is available.